Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer reverted to an alternate form of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.